Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was not receiving information from meter or transmitter. Customer ran self-test and insulin pump received a radio frequency pic failed self test alarm. Insulin pump would be replaced. Customer's blood glucose was 7.8 mmol/l.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty radio frequency board. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart test and all operating current measurement were normal. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.